Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular tachycardia and presented in the emergency room. The patient received external defibrillation to convert back to sinus rhythm. Upon device interrogation, the implantable cardioverter defibrillator did not provide high voltage therapy due to programmed settings. Programming changes were made. No further information was available.

Event description:
New information received on (B)(4) 2019 that indicated patient also received inappropriate high voltage shocks due to programmed setting. Programming changes were made. The patient was stable after event.